Event description:
The manufacturer received information alleging a ventilator service required alarm occurred and internal battery was not charging. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred and internal battery was not charging. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery and power management board were replaced to address the issue. In addition of the above evaluation, since scratches were confirmed, keypad was replaced. The devices motor blower assembly, 43micron filter and stirring fan foam were replaced due to procedure to prevent failure. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and confirmed the software version, which was not related to the malfunction/issue. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred and internal battery was not charging. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery and power management board were replaced to address the issue. In addition of the above evaluation, since scratches were confirmed, keypad was replaced. The devices motor blower assembly, 43micron filter and stirring fan foam were replaced due to procedure to prevent failure. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and confirmed the software version, which was not related to the malfunction/issue.